Event description:
It was reported that the patient with the pacemaker device exhibited competitive pacing and undersensing on this right atrial (ra) channel. Upon review, technical services (ts) stated that there was a drop in amplitude and no auto thresholds were present. The impedance values were within the normal range. Ts recommended chest x-ray imaging and stated that there could be possible lead dislodgement. This ra lead remains in service. No adverse patient effects were reported.